Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemicolectomy procedure, the new device and the reload were being used to resect colon partially. But as the surgeon started firing, the firing knob of the newly opened gun broke down, so they somehow managed to open the gun. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: did the device staple? Yes but approx. 1cm. If the device stapled was the staple line complete? No. If the device stapled what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Irregular. Did the device cut? No. If the device cut was the cut line complete? No. Did the firing knob break? Yes. Did the firing knob fall into the patient? If yes, was it retrieved? It was retrieved easily did the knife return to the protective housing? Yes, somehow surgeon managed to bring it back. Was the device difficult to open? No. Is the firing knob returning with the device? Yes.

Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.